Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6). According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen (B)(6) 2012. The patient was complaining of vaginal pain and bleeding. However, the physician could not locate the pain. There was no mesh erosion or bleeding observed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.